Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose was unknown. It was also reported that distributed control system received email that she went to patients home to do insulin pump upgrade teaching. The device will not be returned for analysis.